Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was poor barrier separation of the sample and missing additive. The following information was provided by the initial reporter. The customer stated: "all the tubes of this lot showed instabilities at the level of the gel and the serum/blood separation. (B)(4), i.e. 4 cartons are concerned."

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was poor barrier separation of the sample and missing additive. The following information was provided by the initial reporter. The customer stated: "all the tubes of this lot showed instabilities at the level of the gel and the serum/blood separation. Forty boxes of 100, i.e. 4 cartons are concerned."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation and fibrin was observed. Additionally, retention samples were visually inspected with no defects observed relating to poor barrier separation. Complaints for sample quality were not under statistical control for the month of may 2023 ,additional testing was completed on retention samples: there were no difficulties encountered during blood collection as all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure modes, fibrin and poor barrier formation, because the defects were not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for poor barrier separation and fibrin based on the photos provided. Testing of retention samples was satisfactory. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.